Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
The first retrieval device and then the second retrieval device (subject device) were used to remove a clot from the internal carotid artery (ica), ica-terminus and m2 middle cerebral artery bifurcation. All total four passes were made with retrieval devices. A non-stryker retrieval device was used as well. The patient received intraarterial tissue plasminogen activator (tpa) during the procedure. It was reported that the patient suffered a symptomatic intracranial hemorrhage (ich) during the procedure. The adverse event was resolved without any additional treatment. The event was reported as related to the procedure but unrelated to the subject device.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The device was not available for analysis. From the information provided there was no indication that the device was not used as in accordance with the labeling or that this caused or contributed to the reported event. Hemorrhage is a known and anticipated complication to these types of procedures and is noted in the labeling. Therefore, it was determined that the reported event was an anticipated procedural complication.

Event description:
The first retrieval device and then the second retrieval device (subject device) were used to remove a clot from the internal carotid artery (ica), ica-terminus and m2 middle cerebral artery bifurcation. All total four passes were made with retrieval devices. A non-stryker retrieval device was used as well. The patient received intraarterial tissue plasminogen activator (tpa) during the procedure. It was reported that the patient suffered a symptomatic intracranial hemorrhage (ich) during the procedure. The adverse event was resolved without any additional treatment. The event was reported as related to the procedure but unrelated to the subject device.